Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's ipg has flipped in the pocket multiple times. The first time the doctor flipped the ipg and the second time the pt flipped it over herself. Surgical intervention may be pending to revise the pocket.